Event description:
It was reported that the procedure was done using an accunet/acculink system on a pt who had suffered a stroke one week prior. There was radiation scaring of the neck due to radiation treatment, which made it difficult to visualize the arteries and the introducer sheath dug into the side of the artery, causing what appeared to be an emboli. Although, it was not certain when during the procedure this occurred, it was believed to be early in the procedure. The advancement of the accunet was not smooth, however, they were able to place it properly. Both lesions were pre dilated and the first acculink was deployed in the internal carotid artery. Then a second acculink was deployed in the right common carotid. A peripheral balloon catheter was used to post dilate the acculink stents. The accunet recovery system was used to successfully recover the accunet filter. When the accunet filter was removed from the pt, there was plaque debris noted in the filter basket. At this time it was noted that there was a filling defect in the cerebral vascular anatomy and the pt experienced slight change in the sensation of their left arm. The pt was reported to be in stable condition and was admitted into the hosp overnight to be monitored and a neoprene drip was administered. The pt was discharged from the hospital in 10/2004, and the pt's symptoms were 95% resolved.